Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician reported the smartpass feature has been disabled since (B)(6) 2025, in this subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to episodes of low amplitudes and over-sensing. The device has been programmed in the primary vector since implant. The physician reported that this patient has had 162 episodes of atrial fibrillation (af) since implant. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for troubleshooting. The patient is to return in the near future for a follow up appointment. The device remains implanted. No adverse patient effects were reported. New information was received advising over-sensing of noise, with premature ventricular contraction (pvc) resulting in an inappropriate shock. An ablation procedure will be scheduled in the near future. No additional adverse patient effects were reported. The device remains implanted.